Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant product: 6947-58, lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that high pacing thresholds were observed on the right atrial (ra) lead. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.